Manufacturer narrative:
Other than in the initial investigation from january 25th, 2019 stated, the user described in the course of the additional investigation a warmstart in relation to a malfunction of the air/oxygen mixer, respectively the hpsv. The logfiles were not available, therefore it is not possible to make a clear statement about the failure respectively its root cause. It should be mentioned that after the repair, which was performed by a third party with no connection to dräger, no further problems were communicated. This leads us to the conclusion that the problem was solved by exchanging the hpsv. The device continuously monitors the device's behavior. In case of a found deviation, the device initiates a warmstart in order to solve the problem. An audible alarm is posted by the device and when the warm start occurs, the device briefly powers off and then back on. It can be assumed that this was described by the user as direct black screen and shutdown. During the warmstart, the emergency-breathing valve is open allowing spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. A single successful warm lasts approximately 8 seconds. After the warmstart sequence is finished an audible alarm is generated, which the user explained with "the alarm prompt appeared after the direct black screen and shutdown". The user described the device behavior of one warmstart. It is assumed that the warmstart solved the by the device found deviation according to its specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Further it should be mentioned that the number of reportable complaints in the last five years remained at the same level respectively decreased slightly.

Event description:
Dräger received during the course of the communication with the beijing adverse drug reaction monitoring center the following description: feedback from clinical medical staff: the reported adverse events were that there was no alarm when the mixed valve failure occurred, and the alarm prompt appeared after the direct black screen and shutdown. The event occurred in the hospital ICU, so nurses could pay attention to them in time, and ICU usually had spare equipment to effectively guarantee the safety of patients, but in other departments, it was unable to control the risk in time and effectively. No injury reported.